Event description:
It was reported by a physician that an intraocular lens implanted in 1996 has developed a haze in the posterior half of the lens at the patient's visit in 2000. At the patient's last examination, the lens was still in the patient's eye.